Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported at 15:00 on (B)(6) 2023, the nurse followed the doctor's order to place PICC in the patient. During the preparation process according to the PICC placement procedure, it was found that the central venous catheter inserted through the periphery was blocked, the retraction was not smooth, the resistance to gentle pushing was high, and there was no saline outflow for water injection. PICC placement was completed after replacing the central venous catheter with a new one.